Event description:
During insertion with the guidewire, the pt's artery was perforated and the pt had abdominal bleeding. The pt went on to expire and the facility is attributing the pt's death to the event. Datascope was notified the iab did not malfunction and the iab and components were discarded by the facility.